Event description:
It was reported that a patient experienced peritonitis due to a break in aseptic technique, further described as the patient made mistake/touch contamination during peritoneal dialysis (pd) therapy with unknown baxter disposables. The patient was hospitalized for 3 days for the event and treated with unspecified intravenous (IV) antibiotics while in the hospital. The patient continued oral dicloxacillin at home for peritonitis (dose and frequency unknown). Three weeks later, the patient was re-hospitalized for recurrent peritonitis. The patient was recovering from peritonitis when she was readmitted. The patient was treated with unspecified antibiotics for recurrent peritonitis and the pd catheter had to be replaced. The patient was retrained. At the time of this report, it was unknown if the patient was still hospitalized or the patient's recovery status.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as the patient made mistake/touch contamination during pd therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.